Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery system. During a procedure, at the time of the connection between the prosthesis and the sheath, an air bubble rose in the sheath. The cardiologist paused the procedure for 5 minutes before resuming the procedure. The procedure was continued, despite st segment elevation. After the procedure, the team noticed a stroke when they woke the patient up. The got transferred to the hospital for treatment in a hyperbaric chamber. The patient was then transferred back to the implant hospital and currently still in intensive care. The was reported issues noted on the occluder. The physician explained that the event occurred because our sheath does not have a valve.

Manufacturer narrative:
An event of air/gas in the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported air/gas in the device could not be determined. The reported patient effects of air embolism appears to be related to air in the device. The reported patient effects of non specific EKG/ECG changes and stroke could not be determined. Hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.